Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error and unexpected restart. The customer¿s blood glucose level was 144 mg/dl. The customer reported that they had unexpected restart alarm and buttons were not responding on the insulin pump. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces on esc button. No button error alarm during testing. Unable to confirm unexpected restart error and unable to perform any tests due to button unresponsive.